Manufacturer narrative:
C-1163 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. Additional information and the return of the reported devices were requested in order to progress with this investigation, however, these were not provided. Therefore, there was only very limited information available for this investigation. Appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reported devices were not returned to corin UK for examination, therefore, an investigation could not be carried out on the femoral necks or the associated broach. Corin cannot conclusively state whether the trial necks or broach were at fault in this instance. Based on this, corin now considers this case closed. However, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix broach can no longer have the trial neck connected to it as the connector appears damaged.